Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the string was tucked inside the applicator tube, making the string inaccessible during removal. The consumer managed to retrieve the product without medical assistance.